Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks. This patient then presented to the emergency room (ER). It was noted this patient has lost weight and had previously fallen down and broke their ribs on the right side and dislocated the left shoulder in which this patient put it back in place by themselves by slamming it into a door frame. This s-ICD is located on the left side. Technical services (ts) reviewed noting artifact was observed to occur approximately a month ago and discussed the possibility of an electrode or pocket fracture. Ts recommended x ray imaging. Ultimately, this s-ICD was explanted and replaced with a transvenous system. A return request is being sent to the field. No additional adverse patient effects were reported.